Manufacturer narrative:
No UDI#. Product is obsolete and product was manufactured prior to the requirement of UDI. Information received from the manufacturer's field service representative reported that the coolgard console had reached its end of life, service will not be performed. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The coolgard console (sn (B)(4)) displayed an audible alarm and a blank screen at an unspecified point during ivtm therapy. Following this, the user rebooted the console and was able to clear the issue; however, after some time the issue recurred. No known impact or patient consequence was reported.